Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the battery cable outer sheath was torn and cracked and that the wires in the cable were exposed. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the returned battery failed visual testing. Functional testing was waived due to exposed wires. The reported event was confirmed via visual inspection. Investigation is ongoing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed a tear on the cable output sheath. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to wear of output cable or to the handling of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the returned battery failed visual testing. Functional testing was waived due to exposed wires. The reported event was confirmed via visual inspection. Investigation is ongoing. If information is provided in the future, a supplemental report will be issued.